Event description:
A malfunction in the pump was reported by the caller, identified as malfunction 199, indicating a technical issue potentially caused by exposure to high temperatures during work. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The caller received instructions on placing the pump into storage mode and returning it to tandem within ten days using a pre-paid label. The shipping address was confirmed, and the replacement pump was sent without a delivery signature requirement.